Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deviation from instructions for use (IFU) in reprocessing steps. The foreign material was possibly not removed due to the physical damage on the device. The instruction manual states the detection method associated with the event in "tjf-260 operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-260 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material exiting the nozzle. There were no reports of patient involvement.